Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test due to loose protruded drive support disk. Unable to perform self-test, a21 error test, occlusion and excessive no delivery tests due to motor error alarm. The insulin pump passed currents test. The insulin pump was received with broken reservoir tube lip, cracked belt clip slot and minor scratched display window.